Event description:
This 33 yr old female had saline breast implants implanted 2/08/93. She recently had noted a deflation of the right breast. Gross exam: the right implant is deflated, weighing 34 grams. The left implant is intact and weighs 460 grams.